Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Event description:
Customer reported to baxter corporate product surveillance a clearlink continu-flo administration set in which a disconnection occurred. According to the report, the luer of the primary set "popped off" the luer connection of the angiocath to which it was connected. The customer undid a dressing on a patient and while attempting to disconnect the primary set from the angiocath. The male luer of the primary set popped out of the angiocath, splashing blood in her eye. She said that it may have not been properly secured by the nurse who set up the infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). No conclusion can be drawn from the investigation. Root cause not determined. Baxter will continue to monitor similar reports to determine if further actions are required.